Event description:
It was reported that the patient reported that their stamina was declining and they "couldn't go up a flight of stairs without being out of breath and exhausted". Patient also noted that their heartrate was 60 instead of 90 and experienced low blood pressure. The patient further stated that as a result of their heart malfunctioning, they retained more water, affecting their kidneys and heart. It was noted that atrial oversensing was causing inappropriate ventricular pacing. It was attempted to adjust the settings of the leadless implantable pulse generator (ipg) but it was unsuccessful and the leadless ipg exhibited undersensing. The leadless ipg was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the leadless ipg could not be programmed to appropriately sense atrial activity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.